Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been feeling light headed more frequently. Non physiological noise and oversensing was noted on the right ventricular (rv) lead. The right atrial (ra) lead was noted to be inhibiting pacing. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.